Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. A review of all applicable material, inspection, manufacturing, and distribution records according to the description of the products used with the concomitant device(s) was conducted. All records revealed that all products lots were manufactured within specifications and distributed in accordance with all operating procedures. The convex surface of the plate exhibited numerous superficial scratches, most likely from rubbing against the patient's anatomy. Each of the screw holes also exhibited abrasions consistent with tifix locking technology, indicating that all of the screws were likely locked properly. It was reported to manufacturer that the patient suffered a severe fall, in which they fractured their hip; the plate was noticed to have displaced after the fall. Therefore, the impact from the patient's fall may have contributed to this incident. However, no root cause could be determined. Our investigation of the product and review of the manufacturing and inspection records revealed no manufacturing discrepancies or material defects, nor did it reveal any contributing information/trends.

Event description:
On 08/16/2016 it was reported to k2m, inc. That a plate backed out approximately 11 months post-op. Revision surgery took place (B)(6) 2016.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The subject product has not been returned for evaluation. Investigation is still in process. When investigation of the subject part is complete, k2m inc. Will file a supplemental report indicating the findings. Not returned.

Event description:
On (B)(6) 2016 it was reported to k2m, inc. That a plate backed out approximately 4 - 6 months post-op.